Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. It should be noted: the test strips the customer was using expired on august 31, 2013. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time "around the christmas holiday week" she was feeling "sick" and thought her sugar was high so she attempted to perform a test using her adc blood glucose meter, but when she put blood on the test strip the test did not start. No self-treatment was reported. Customer self-presented to a hospital where an unspecified "high" reading was obtained on an unknown hospital device. Customer was diagnosed with hyperglycemia and treated with an insulin injection. Customer stayed at the hospital for 6-7 hours and then was discharged to home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.